Event description:
Note: this report pertains to one of two cre balloons used in the same procedure. Manufacturer report # 3005099803-2011-03220 and manufacturer report # 3005099803-2011-03221 address these devices. It was reported to boston scientific corporation on (B)(6) 2011 that two cre balloon dilatation catheters were used during a procedure in a stricture of the patient (procedure name and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloons would not deflate properly and formed a "skirt shape". The scope and balloons were removed together and the balloons were cut in order to be withdrawn from the scope. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Pt age, gender, and weight are unk. Event date is unk. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.